Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 80-90mg/dl fasting. Verified the strips expired 8/31/2018. Customer confirms the strips have been properly stored and were first opened less than two weeks. Reviewed meter memory: (B)(6). Customer calling wants to run a control solution test because she is concerned with the meter results. Customer purchase the kroger insinc meter and states she ran a blood test and obtained 140mg/dl but the trueresult gave a result of 80mg/dl. The trueresult meter is giving about 60 points lower. Customer is not sure which meter to believe.